Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that it was not specified how the patient¿s device was affected by the fall and what steps were taken to resolve the pain after the fall. The outcome of the event was noted to be recovered/resolved as of (B)(4) 2018. It was noted that the rationale for device or system related was that the patient experienced pain at the site of the generator incision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported pain at the generator site on (B)(6). It was noted on (B)(6) the pain was not related device or the lead, and not related the therapy. The hcp noted the patient was experiencing pain at the incision site when she laid on her back. It was noted the patient fell while getting out of bed to go to the restroom. It was noted the patient fell on her right side. It was noted the event did not result in a death, was not life threatening, did not result in permanent impairment, did not result in hospitalization, there was no medical surgery intervention, and there was no foetal distress. It was noted the patient was given meditation. Additional information from the hcp on (B)(6) reported the out was not recovered/not resolved. Additional information from the hcp on (B)(6) reported there was a causal relationship between the event and neurostimulator. There were no further complications that have been reported as a result of this event.